Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by an arthrex employee via email that an ar-1317ft suture anchor, nano corkscrew® ft, ti, w 3-0 fw joint between the anchor and the driver inserter broke while inserting anchor. This was discovered during a procedure on (B)(6) 2021. There was no error in the usage of device during procedure, surgeon was able to complete case with a new device. No patient affected.

Manufacturer narrative:
The complaint is confirmed. One ar-1317ft device (batch unidentified) was received. Visual inspection of the device showed that the distal dip of the driver broke loose from the remainder of the shaft. The fragment that broke loose measured 13/16" in length (tool ID #651). The cause of the breakage is unable to be determined.